Manufacturer narrative:
Concomitant medical products: w1dr01ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low lead impedance alert for the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the doctor confirmed that a lead warning was as a result the low impedance.